Manufacturer narrative:
Correction to h11. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of the imagery provided revealed the following: the aortic root was dilated. The aortic root was angulated at 63 degrees. The native aortic valve was calcified. In addition, per imagery review, one strut was observed to be slightly bent outward at the inflow. According to the technical summary, the IFU, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. The complaint for difficulty crossing native annulus was confirmed empirically based on imaging review. Available information suggests that patient factors (calcified valve, dilated and angulated aortic root) likely contributed to the event. These patient factors may create constrained sections of the anatomy that interfere with passage of the delivery system and cause difficulty during crossing. The bent strut observed at the inflow supports that the valve may have caught or interacted with the calcium or surrounding anatomy during crossing, leading to the experienced difficulty. The subsequent manipulation may have caused the aortic rupture or dissection. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Updated section b5 and h6. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it remains implanted. The provided imagery was reviewed by the ew proctor/imager, and the following was noted: one strut on the inflow side was observed slightly bent outward during valve deployment. Deployed valve is malposition with 100/0 at the left coronary cusp (lcc) and some canting. The complaint for valve frame damage was confirmed based on the provided imagery. The reported event did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. In this case, it was reported that calcification on the native annulus was present. During deployment, the crimped valve likely came into contact with this calcification, leading to frame deformation of an outward valve strut. As such, available information suggests that patient factors (valve interaction with annular calcification) likely contributed to the complaint event. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication that a product malfunction contributed to the malposition. The cause of the event remains indeterminable. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist, during a transcatheter aortic valve replacement procedure by transfemoral approach, there was difficulty crossing the native annulus due to a calcific valve and dilated root. An annular rupture occurred as it appeared that calcium caused the distal portion of the valve to bend out slightly and tear/possibly pierce the annulus. A 26mm sapien 3 ultra valve was successfully deployed. Upon removal, no damage was observed to any of the devices. Pericardial window was performed, which noted bleeding from the annulus and what appeared to be from the inflow strut of the valve. The patient expired.

Manufacturer narrative:
Investigation is ongoing.